Event description:
It was reported that prior to the device changeout, the left ventricular lead had electrical measurements within normal limits. Upon opening the pocket, the left ventricular lead was visually inspected and a large chunk of insulation was missing from the lead. When tension was placed on the lead, the conductors began to unravel. The lead was disconnected from the device and tested through the analyzer. At that point, there was no capture and impedance was low. The physician attempted to replace the lead but could not get acceptable access due to patient anatomy. The lead was cut distal to the unraveling and capped. The lead was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.